Event description:
Caller reported an issue with the touchscreen responsiveness of a pump, where the screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support, chose to reset the pump, and was able to interact with the pump screen successfully following the reset. The issue was resolved.